Event description:
It was reported by the customer´s mom that when they switch the personal diabetes monitor (pdm) to activity mode, they lose the connection from the continuous glucose sensor (cgm) and pod, and it puts them in auto-limited mode. Eventually it locks them out and they are unable to pause insulin, since in order to pause the insulin, they have to get out of activity mode and auto limited, but it does not let them switch to manual mode. Customer´s mom reported this has happened twice and the first time happened while they were backpacking. The other instance is reported in insulet reference number (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The physical device was not returned for investigation. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that connection issues occurred between the pod and the sensor starting at 12:31. Attempts were made to reenter sensor information which were unsuccessful, as indicated by the estimated glucose values of -7 transitioning to -6 and -3 transitioning to -4. Activity mode was enabled at 13:36 during this period of pod-sensor connection loss. The phb data showed timestamps incrementing every 5 minutes, indicating regular communication between the pod and the controller. The phb data showed that the user was able to switch modes from automated to manual and suspend insulin delivery at 14:11. The pod-sensor communication was able to recover while the system was in manual mode. While in manual mode, the phb data confirmed that no insulin was actively delivered by the system, as the total pulses delivered count tracked by the pod did not increment during this period. Though no evidence of issues with the user attempting to suspend insulin delivery was observed in the available cloud data, without logs it could not be determined if any messages or errors occurred that momentarily prevented the user from switching modes and suspending insulin delivery. The exact cause of the pod-sensor connection issues and delay in suspending insulin delivery could not be determined from the available cloud data. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs4cza1. Hardware: sm-s921u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.